Event description:
Cine l-1700. 8f sheath w/8f renal guide. Symmetry 6.0mm x 4cm.018 wire advanced across lt renal artery lesion. 60/40 balloon advanced to lt renal artery lesion. Dilation #1-8 atms x 1 min. 5-10mm x26mm stent mounted on 60/40 balloon stent deployed to lt renal artery at 12 atm. Balloon ruptured. While removing part of balloon remained. Biotongs catheter advanced and balloon grabbed to rt iliac. Glide wire advanced rt iliac into aorta; 50/40 balloon ruptured and was removed from body.